Manufacturer narrative:
Only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) was elevated (past values not provided). Current bg was 338 mg/dl. Pump system check was performed with tandem technical support (cts) using the current supplies and occlusion was found in the infusion set tubing. However, customer was using fiasp insulin and cts informed customer that fiasp was not labeled for use with the pump.